Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery the tip of the device broke. This occurred while the healthcare professional was fixing the graft, during an acl procedure. The device broke inside of the patient. The device was able to be removed by the healthcare professional using forceps. The healthcare professional was confident that all pieces were removed. A backup device was used to complete the procedure. There were no reported patient injuries. No other complications were noted.